Event description:
The customer has been comparing blood glucose readings using contour and a precision meter. On several occasions, the contour meter was reading lower than the precision. The precision gave readings of 217 and 164 mg/dl, while the contour read 103 and 68 mg/dl. The difference between 217 and 103 mg/dl and 161 and 68 mg/dl, falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not experience any adverse events. The meter is to be returned for evaluation, and a replacement meter will be sent.